Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 33mm watchman closure device was implanted on (B)(6) 2020. The patient was discharged. The patient had a routine five (5) year follow up computed tomography (CT) scan with a new cardiologist. CT showed the closure device distal in the laa with contrast filling into the distal end of the appendage and potential uncovered laa tissue. The patient had no medical concerns prior to leak find. The patient was placed back on oral anticoagulation (oac) medication.